Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl. The customer was treated with prednisone pills for leg pain and that¿s why the customer had high blood glucose level. The customer also reported the insulin pump had full black circle. The customer was treated with lantus and novalog. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.